Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery using a proglide device after a coronary diagnostic procedure. Reportedly, marking could not be obtained, the device was removed and a second proglide was used with success to achieve hemostasis. It was indicated that the proglide was flushed prior to use in the patient without any issue, and once removed from the patient it was also flushed with no material noted blocking the marking lumen. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded, the lot number was not identified. The device being available for analysis may have aided in a more definitive determination. Not obtaining marking as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo patency testing two separate times. The first time is on the manufacturing line and the second time is at final inspection. In addition, a sample of devices from each lot is functionally deployed as part of lot release testing. No information was provided regarding anatomical conditions that may have affected the device performance. Regarding user technique, poor flow (such as no flow or slow drip) can be caused by, the marker port against artery wall, side wall stick, clot or tissue plugging marker port, or device not in the arterial lumen. However, there was no information provided regarding user technique that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for not obtaining marking and the associated patient affects could not be determined. Review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.